Event description:
Complaint received that the bed needed servicing. No injury reported.

Manufacturer narrative:
Technician isolated the problem to fluid ingress on the sidecomm board. Replaced the board to resolve this issue.